Event description:
This event is reportable based on the product analysis approved on 07/16/2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure the device was unable to cross the lesion. The 90% stenotic lesion was located in the calcified left anterior descending artery. The physician advanced the 2.75x20mm taxus liberte stent to the lesion but was unable to cross. There were no patient complications. The procedure was completed with another 2.75x20mm taxus liberte stent. Patient status is reported as "no problem". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: initial visual examination of the returned unit revealed distal stent damage. The outer diameter of the distal side of the stent measured 1.52mm. The distal side of the stent was damaged, the struts were raised on its first row. A visual examination revealed that there were kinks along the entire length of the hypotube. The tip section was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch records review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and /or procedural factors. (B)(4).